Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient reported that the infusion set pulls out from the insertion site when attempting to disconnect the tubing on (B)(6) 2026. The issue occured with 2 infusions sets. The infusion set was in use for less than 2 hours. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.